Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an intrathecal unknown drug via their implanted pump for spinal pain. The event date was unknown. Pump and catheter explant were planned for (B)(6) 2016 and they would not be returned. The patient experienced cellulitis and no diagnostics/troubleshooting was performed. It was unknown if actions/interventions were taken to resolve the issue or if the issue was resolved at the time of this report. The patient's status at the time of this report was "alive- no injury". Additional information was received from the hcp indicated it was not cellulitis to their knowledge. The patient was seen by the doctor and him and the patient decided to remove the pump on (B)(6) 2016.

Manufacturer narrative:
Conclusion code and patient code no longer apply to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.